Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6), 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type recharger. (B)(4).

Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) never worked for them. The consumer was having a lot of pain around the incision area, back, and neck stenosis. The physician told the consumer that due to their body mechanics therapy wasn¿t working for them, and they were now using lidocaine patches for the pain, and were wondering how to get the device removed.

Event description:
Additional information received reported that the patient had x-rays taken (B)(6) 2014. From the x-rays, it was determined that the paddle lead had moved again. The cause was unknown. The patient was stable but not receiving effective therapy. The patient would be scheduled for another lead revision.

Event description:
Additional information received from the consumer reported their lack of therapeutic effect had not been resolved so they were going to be making an appointment with their pain management doctor for (B)(6) 2016.

Event description:
Additional information received reported that the patient had not been rescheduled. The patient would see the doctor this week about the possibility of a pump instead of a stimulator. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a sudden, abrupt loss of therapeutic effect (coverage) and stimulation from their implantable neurostimulator (ins) which occurred last night while sleeping. Specifically, the patient had good stimulation coverage yesterday and today they do not. The patient noted that they woke up in the middle of the night to a shocking sensation in the left leg (reported as ¿haywire¿). It was also reported that patient felt like the ins had ¿fallen¿ or dropped in the pocket. The patient did not feel any stimulation when the ins was turned on and at 10.5 volts for both of their programs. Diagnostics and troubleshooting include reprogramming and impedance testing which showed all normal values (range 384 to 662 ohms with references to electrodes #0, 1, 2, 8, 10, and 11). It was noted that it was unknown what the impedances were prior to this event. There were no reported error messages upon interrogation of the device and the patient reported no excessive activity associated with the event issue. Although it was noted that the patient had a greater than 50% reduction in their symptoms it was also reported that they were not receiving effective therapy. The patient had a follow up appointment with their physician on (B)(6). There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient received x-rays in the first week of (B)(6) which showed that the lead had moved and slipped out of the epidural space. The patient went in for a revision (B)(6) 2014. The doctor opened the back incision and moved the lead back to the correct placement in the epidural space. However, the patient was still not feeling stimulation. The manufacturer representative tried to program the lead with all electrodes active and increased the amplitude above seven. Four electrodes were programmed and the patient did not feel stimulation up to 10.5v. Electrode impedances were taken at 0.7v and ranged from 325 to 569 ohms across all reference electrodes. The patient was scheduled to see the doctor (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Implantable neurostimulator, model 97714: per additional information received, replaced. (B)(4).

Event description:
The patient reported that the device was not working after two consecutive surgeries. The patient stated that they tried to adjust it and thought that the lead had fallen slightly. The patient was told that when the doctor went in for a revision, there was a lot of scar tissue around the lead area. After waiting two weeks for the incision to heal, they tried to jump start it. It did not do anything. The patient was going to have the ins fixed for a third time but got a little scared after the pre-surgery appointment for the third revision and was dealing with insurance issues. The patient inquired about having the device removed. The patient's back hurt and was still having a lot of problems in the area where the lead was located and inserted. The battery pack hits the patient's buttocks, the device really hurts, and it hurts when sleeping on their back. The patient noted having a lot of bumps here and there and that it was "bugging the "profanity"" out of the patient. The patient reported being told by the physician that the device will not work due to the patient's body or anatomy. The patient reported that the primary care physician stated to leave the device in.